Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the compact air drive device was seized, jammed and moving heavily. It was further determined that the device failed pretest for check power with the test bench, check starting behavior, check for excessive noise, check for untrue running, check for air leak, check for air hose coupling, check for attachment coupling with attachments and check the attachment coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was inadvertently omitted in the initial report that it was noted in the service order that the device had a "locked turbine". Device evaluation update: further investigation determined that the device had a locked punch". Furthermore, it was determined that the device was fitted with a locked rotor, had a non-characteristic noise, and flaws in the cleaning and lubrication processes causing wear of the parts. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.